Event description:
The patient reported while attempting to activate the pod, the needle initially was felt to not deploy, however, after removing the pod, the needle deployed 5 minutes later, indicating a needle mechanism failure. The pod was worn less than 1 hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle deployed late. The lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
The pod was received for evaluation with the cannula deployed and the needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. The investigation of the needle mechanism found no issues that would result in the needle deploying late. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported needle mechanism failure could not be determined.